Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Investigation finds that as reported, one of the attachment screws has been broken off. RMA issued. Confirmed with customer service that it was ordered (B)(4), order number (B)(4). Replacement part sent.

Event description:
A medtronic rep reported an attachment screw broke off the reference frame. There is no indication that this happened during a case. No pt present.